Event description:
Reported that the laser was not working. The procedure performed was a retina detachment. Dr had to manually finish procedure. There was more bleeding than there would have been if laser had worked.